Event description:
Per the audiologist's report, this patient heard no sound during the initial activation of her implant. Integrity testing did not show fault with the device and the xray was reportedly showed normal device positioning. Reprogramming did not resolve the problem. The surgeon will explant the device and implant a new one in the near future.